Manufacturer narrative:
No report of patient involvement. Ge healthcare (gehc) became aware of an isolated customer contact platform which did not correctly categorize certain (B)(6) customer calls. Gehc investigation into the issue identified that some (B)(6) customer calls were not considered for complaint evaluation if the customer did not retain a service or warranty contract, and the customer also did not accept a quote for service from gehc. As part of gehc investigation, this specific call record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via gehc CAPA system to: report any appropriate records/events which have not been reported as a result of this issue. Prevent future occurrence. No report of patient involvement.

Event description:
The hospital reported an inability to switch ventilation modes as expected. There was no report of patient involvement.